Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 3/9/2021, it was noticed that the h6. Medical device problem code of "a041001 - material puncture / hole" was inadvertently omitted from the 3500a initial medwatch report. The code has now been added.

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found reddish material and a hole on pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force issue was unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. This issue is highly detectable by the physician. Note: the ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that that during the af operation, the force vector displayed on the carto was inverted. A second catheter was used to complete the operation. There was no adverse event reported on patient. Despite the incorrect force vector visualization, the device can function as intended, because the catheter can still be displayed using fluoroscopy and carto 3 navigation system. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The risk to the patient is low. As such, this issue is not MDR reportable. On 1/15/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/12/2021, during product evaluation the device was found with a reddish material inside the pebax and a hole on the pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device was compromised.